Event description:
Info received indicates the foot end brake is not holding.

Manufacturer narrative:
The technician found the foot end brake caster was worn. He replaced the brake caster to repair the bed.